Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Lot: 7100167. Product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6). Lot: 7101814 product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6). Lot: 7108075

Event description:
It was reported that the patient experienced wound discomfort where the lead connected to the lead extension. The patient underwent a procedure where the lead connection site was revised. The patient was doing well postoperatively. The devices remain implanted in the patient.